Event description:
Reporter stated the piston seal of the cartridge is too small, and the cartridge compartment of the infusion device became wet with insulin. No physiological effects were reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).